Event description:
It was reported that the pump software "turned off on its own." There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting tandem technical support confirmed the reported issue. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.